Manufacturer narrative:
H3: analysis of the catheter identified no significant anomalies. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8598a, lot#/serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. H3: the catheter component was returned to the manufacturer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: the method code 4118, results code 3233, and conclusion code 11 pertain to the catheter. The previously applied method code 4117, results code 3221, and conclusion code 67 remain applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. The relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was unlikely related. The pump administered the following: fentanyl (2000 mcg; 799.47951 mcg/day), bupivacaine (9.6 mg; 3.8375 mg/day), and hydromorphone (2.5 mg; .99935 mg/day). The refill date at max activations was (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. It was reported that the event resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial/lot #: (B)(4), ubd: 10-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2020 from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving fentanyl (2000mcg at 799.47951mcg/day), bupivacaine (9.6mg at 3.8375mg/day), and hydromorphone (1mg at 0.39974mg/day) via an implanted infusion pump. It was reported that the patient was seen for a home visit on (B)(6) 2020 for a pump refill and they were unable to access the pump. The pump was filled, the original setting was programmed, and an in-patient appointment was scheduled for (B)(6) 2020. It was noted that the patient experienced increased pain and noted that the pump was moving in the pocket, so a catheter dye study (cds) was performed. It was noted during the cds that the pump was flipped and catheter migration was detected which required surgical revision. In the operating room, they were unable to aspirate the catheter and a new spinal segment was placed. The pump was sutured down into the pump pocket and the catheter was able to function properly. The environmental, external, or patient factors that may have led or contributed to the event were unknown and the patient's status at the time of report was alive - no injury. The event was ongoing and resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device or therapy and was unlikely related to the implant procedure. No further complications were reported or anticipated.